Manufacturer narrative:
The account found that the weight was reading zero pounds with a pt in the bed, scale zeroed with pt in the bed, user error. The account zeroed the scale with the pt out of the bed to resolve the issue.

Event description:
The account alleged the pt position module will not set on the bed. No pt impact.